Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6) 350-10-02 - ankle sz 2 locking clip. (B)(6) 350-21-12 - tibial insert fb sz 2 lt 7mm. (B)(6) 350-03-02 - flat cut talus sz 2 l. (B)(6) 351-90-22 - 2.5" pin pouch. (B)(6) 351-90-24 - talar trial screw pouch. (B)(6) 351-90-21 - 3.5" pin pouch. (B)(6) 351-90-21 - 3.5" pin pouch. (B)(6) 351-90-20 - tubercle pin pouch.

Event description:
As reported, approximately 2.5 years post op initial left ankle replacement, this 56 y/o female patient was revised due the locking clip disassociated from tibial tray. Clip broke in situ. Surgeon swapped out clip & poly. Patient was last known to be in stable condition following the event. No images or x-rays available.